Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions on resetting the pump. The malfunction did not recur after resetting, and the customer was advised to monitor the pump and report any future issues.